Event description:
Reporter alleged blood glucose read 299 mg/dl at 6:30 am and then took insulin and had breakfast. It was reported at 9 am, glucose measured 317 mg/dl and then at 9:10 glucose read 146 mg/dl. Reporter stated going to the doctor where their meter read 114 mg/dl while the customer's meter read in the 40s mg/dl. No treatment was reportedly received. A request was made for the return of the suspect device and replacement product was sent.